Manufacturer narrative:
Device not returned. No eval will be performed. No conclusion can be drawn.

Event description:
On, (B)(6) 2011, a pt contacted our firm via email, reporting an adverse event while wearing acuvue oasys brand contact lenses (cl). The pt reports, "this last set of contact lenses I purchased has sent me to countless doctors. This has been a 2 and a half month battle for me to get my vision back not to mention the week of work I missed due to the severity of my injuries in both eyes." The pt also states that, "after this episode I have had to go get new glasses, which I will have to get a new prescription for because my eye site is now one line below being able to legally drive." Attempts were made to contact the pt. On (B)(6) 2011, the pt contacted us by phone, reporting multiple ecp visits, treatments and prescription medications, ou, while wearing acuvue oasys contact lenses. Pt reported experiencing blurry vision and photophobia ou and pain, os. The pt disposed of the suspect product and box. No lot number available. Requested release of medical records. On (B)(6) 2011, received medical record from ecp. On (B)(6) 2011: the pt visited the ecp c/o blurry vision, scratchy feeling, photophobia, redness and tearing, discharge in the am and "filmy feeling", od, after removing his/her cl the day before. Pt va with correction 20/200, od and 20/30, os. Slit lamp exam (sle) revealed 3+ conjunctival injection and 3+ cell and flare. Pt was prescribed durezol, qid, od and cyclogel bid, od. Pt was diagnosed (dx) with iritis, od. Pt to return to clinic (rtc) in two days. On (B)(6) 2011: "od is better," redness, tearing and discharge has decreased however pt still c/o cloudy vision and light sensitivity. Corrected va 20/200 od and 20/30, os. Sle of od, revealed spk on surface and 1+cell and flare. Pt diagnosed with iritis, od. Ecp reports "it is greatly improved." No evidence of dermatitis or herpes simplex virus infection noted. Pt prescribed refresh celluvisc, od, 4-6 times, od, and to continue durezol, qid, od and cyclogel, bid, od. Pt to rtc in five days. On (B)(6) 2011 the pt reports that od "is better." No pain, but complains of foggy vision ou. Corrected va 20/80, od and 20/50, os. Sle revealed diffuse punctate epithelial erosions (pee), od, trace conjunctival injection, od and spk, ou. No cell and flare was noted, ou. Pt was diagnosed with superficial punctate keratitis, ou, secondary to cl usage. Pt was instructed to discontinue contact lens wear and to use refresh celluvisc q2h while awake ou. Pt was referred to ophthalmologist. The pt was instructed to rtc in 3 days. The pt saw an ophthalmologist the following day. On (B)(6) 2011: medical records were received from the ophthalmologist. On (B)(6) 2011: the pt presented to the ophthalmologist for assessment of blurry vision ou and pain in os. Pt also describes feeling like "rocks in eyelid." Corrected va 20/125, od and 20/200, os. Sle revealed spk, ou and trace meibomian gland dysfunction ou. Diagnosis: spk and blepharitis/meibomian gland disease ou. Instruction to continue use of prescribed meds, durezol, bid a day for 2 weeks, then 1x a day for 2 weeks then stop. Genteal, q2h, ou, continue contact lens rest and to perform lid hygiene. Pt to rtc in three weeks. On (B)(6) 2011: pt complained of blurry vision, od>os, beginning, "about six weeks prior." The pt reports condition is improving. Corrected va is 20/100 od and 20/50 os. Sle of od, revealed 2 discrete focal areas of stomal haze superocentral, no epithelial defect. Sle of os revealed trace spk. Diagnosis: spk ou and blepharitis/meibomian gland disease ou. The dr. Reports that pt doing better but has new areas of inflammation od. Pt to continue durezol, 2gtt a day for 2 days, 1 gtt per day for 1 day, ou, then d/c, genteal gel, q2 hrs, ou and 3-4 times per day in od, cl rest and lid hygiene. Dr. Stressed to pt need for compliance. Pt to rtc in two months. On (B)(6) 2011: pt returned to ophthalmologist for eval of blurry vision, ou. The ecp reports, pt eyes are feeling much better, the condition is mild. Pt distance vision still blurry. Corrected va 20/30+1, od and 20/25-1, os. Sle of od revealed three discrete focal areas of stomal haze superocentral, faint ovoid haze superiorly, no stain, no epithelial defect. Sle of os revealed, trace spk. No return visit requested. On (B)(6) 2011, the ecp's office was contacted to verify dates of service that the pt was told to discontinue (d/c) use of cl. The office confirmed that the pt was not advised to d/c cl wear until (B)(6) 2011 visit. For visit dates of service (B)(6) 2011 the pt was not instructed dc cl wear. A lot history review was not performed because the lot number was not available. (B)(4). If additional medical or product info is received, we will report it within 30 days of receipt.